Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Lab analysis summary: visual analysis of the returned device identified, underweight and broken shell. A microscopic analysis was performed which identified, striated broken on radius and two striated openings on radius. Based on the device analysis the final assessment is: striated broken on radius assessed as surgical damage. Two striated openings on radius assessed as surgical damage.

Event description:
Patient reported "report chronic fatigue, right arm was "cold", and burning behind the right eye as well as a right. These events are not related to the device. Patient additionally reported right side rupture. Device explanted.